Manufacturer narrative:
D.2b. Medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed holes in the tubing which led to leakage with an unspecified number of sets. There were no health impact or consequences reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed holes in the tubing which led to leakage with an unspecified number of sets. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary. Bd had not received any samples or photos for investigation. However, 30 retained samples were subjected to functional tests, and all samples passed the tests with no evidence of defects, holes in the tubing, or points of leakage. Additionally, these samples underwent further functional tests to assess retraction lockout, and all samples passed, being activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.